Manufacturer narrative:
H3: the service report (B)(4) confirmed the reported event that a bur was stuck inside handpiece and noted that the drill tip (bur) was damaged; bur was cut for extraction from handpiece. Visually, the inner shaft was broken 0.60 inches from the distal end of the inner hub when returned. A broken portion of the inner shaft/spiral wrap was also returned 3.75 inches in length. Under magnification, there were striations on the proximal end of the returned portion of the shaft/spiral wrap near the break point. Additionally, the spiral wrap was overstretched and there was deformation in the distal outside diameter of the hub. The outside diameter of the inner hub shall be 0.330 ± 0.002 inches and measured 0.330 inches in the undamaged area and up to 0.347 inches in the deformed area which was out of specification. There were traces of wear in the hub bushing. Functional testing could not be performed due to the broken state of the device. H6: previous codes b21, c21 and d16 are no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 - evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-op, it was found that the bur was stuck in the handpiece and the tip of the bur was damaged. No patient impact.